Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the cord was pulled out of the connector, exposing the spring and wires. Therefore, the reported condition was confirmed. It was determined that this was indicative of pulling on the cord instead of the connector body to unplug the cord from the console device. The assignable root cause was determined to be due to misuse, abuse and or error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that prior to surgery, it was observed that there was a ¿tear in tubing¿ of the motor device. It was further reported that wires were exposed. There were no delays to a planned surgical procedure as an identical spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.